Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6), 2010 due to chronic pain over the implant site. It was reported that there was no evidence of infection. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a procedure (date not reported) to aspirate fluid from around the implant site. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, not (B)(6), 2010 as previously reported.(B)(4).

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(6) 2011. Device is not available for analysis.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however, customer disposed of protruding drum after incident. Replacement was sent.